Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy during the activation process; this indicates a needle mechanism failure. No impact to the patient's glucose level was observed. Details regarding treatment were not provided.